Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va00k0b, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that they had the device turned off and the box did not work. It was turned off because the patient needed an MRI. The patient was interested in making an appointment with someone for the interstim. A healthcare provider (hcp) later reported that the MRI was related to the multiple sclerosis (ms). No troubleshooting was done. The patient was using an indwelling foley due to ambulation issues. No actions or interventions were taken to resolve the product issue. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.